Event description:
Boston scientific crm received information that a procedure was scheduled to explant this device. It was alleged the device was depleting prematurely. The device had a charge time of 17.9 seconds associated with a battery voltage of 2.62 v. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available. This report will be updated once additional information becomes available, or if the device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
The device was later explanted and returned for analysis.

Manufacturer narrative:
This report will be updated upon completion of analysis.